Manufacturer narrative:
This report is filed january 25, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the abutment site, as well as an infection. Subsequently, the patient was prescribed oral antibiotics (date not reported). The implanted device remains.